Event description:
Caller reports the pt tested 7.2 inr on the coaguchek s system and 5.0 inr on a comparison lab. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.